Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital staff that the pt reported red heart alarms on the primary system controller and low speed operation, low flow and power cable disconnected events. The pt was switched to backup system controller. It was reported that a pin was missing in the white lead connector and the log file showed a total loss of power (both leads were disconnected). The power was restored and the pump was running at the designated speed. After the episode the power cable disconnect alarms were active which could be attributed to the broken pin in the white lead. Additional info reported by the hospital staff stated they were unable to identify the alarm condition from the system controller. The hospital staff observed bent pins on pt cable white power lead. The log file captured multiple power cable disconnect events associated with white power cable disconnect events. During follow-up with the hospital, they stated that the pt may be damaging pins.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.